Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the rep that (2) ems instruments jammed. The case was completed by using a 3rd instrument. There was no consequence to the patient.